Event description:
It was reported that the patient presented for an implant procedure. Interrogation prior to the procedure revealed that the pacemaker was in backup vvi mode. The backup vvi was noted when the pacemaker was still in its packaging. The pacemaker was not used and replaced. There was no patient involvement.